Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse discovered that fluid was dripping from the probe after the probe rinse cycle. The fse replaced the rinse line to the probe rinse block and adjusted the block travel distance to resolve the leak. The fse also adjusted the differential reagent volumes to correct the incomplete computation issue for the differential parameters. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event. Results: the fse replaced the rinse line to the probe rinse block and adjusted the block travel distance to resolve the leak. The fse also adjusted the differential reagent volumes to resolve the incomplete computation for the differential parameters. (B)(4).

Event description:
The customer reported clear fluid leaked from the manual probe of the lh 500 hematology analyzer. The customer indicated that 1-5 ml of fluid leaked and was not contained within the instrument. The customer stated that the instrument generated intermittent incomplete computation results for the differential parameters on 5c abnormal 2 controls. The operator was wearing personal protective equipment consisting of a laboratory and gloves at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event.